Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement. The database showed no quality notifications were opened for the device.

Event description:
Physical damage, (B)(4). Additional repairs needed per lien tran, service tech. The repair estimate was sent to the customer but we did not receive a response. A copy of the email sent to the customer has been attached to this notification for reference. Unit is being returned back un-repaired since the customer has been un-responsive. (B)(4).